Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 97 mg/dl. Customer stated that she had an issue with the screen going crazy and took out the battery. However, when customer placed the battery back in the pump, there was a button error alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads